Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product name: verse final torque handle product code: 2997-04-320 lot/batch/exp: gb72339 did the event happen during a procedure? Yes were you in the procedure at the time of the event? Yes was the product being used in a clinical trial? No event outcome/how was it managed? Another handle available was the patient impact or was the procedure extended greater than 30 minutes due to the failure? No has the reporter facility indicated there may be legal action? No is the product available for return? Yes please give a detailed explanation of the event: as mr (B)(6) went to use this it slipped and was not final tightening or clicking - possibly due to wear and tear and needs recalibrating

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the returned device revealed minor wear. Torque test was conducted which found the device to be exerting slightly less torque than its lower specification limit. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The torque limiting handle has a potential field age of over 2.5 years. It has been extensively used based upon its worn appearance and was likely subject to numerous autoclave cycles. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the under torquing of the handle can be attributed to lack of maintenance during its time in use, resulting in the torque handle exerting slightly less torque than its lower specification limit (lsl). As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.